Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. A 4.00mm x 38mm synergy¿ drug-eluting stent was advanced and difficulty crossing the lesion was encountered. Selected for use. A non-bsc guide catheter was used, however, resistance was still encountered and upon removal of the synergy¿, it was noticed that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Stent strut rows 1 and 2 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent od(outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. A 4.00mm x 38mm synergy¿ drug-eluting stent was advanced and difficulty crossing the lesion was encountered. Selected for use. A non-bsc guide catheter was used, however, resistance was still encountered and upon removal of the synergy¿, it was noticed that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.